Manufacturer narrative:
E1: patient city: (B)(6)patient country: (B)(6)

Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported that the infusion set was leaked which led to high blood glucose level of over 400 mg/dl on (B)(6)2024. The patient received corrective treatment over the pump. The patient's current blood glucose value (at time of call) was unknown mg/dl. No further information available.